Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Customer further reports that originally she reported the problem of pitting on the adhesive side of wafers to charter healthcare and believes that it was towards the end of last year. She indicates that problem with the wafers continued so she sent samples to convatec. Customer indicated that convatec had suggested to her that the problem could be a storage issue, perhaps in the supplier's warehouse, and sent samples directly to her;however, these had exactly the same problem. Customer states that she has also been advised by convatec to heat the wafer before use but this is not effective in removing or improving the pitted surface. Lastly, customer stated that she has been using these wafers for 30 years and the adhesive side has been of a smooth appearance and adhered well. But, over the last year or so she has found more wafers that have pitting and do not adhere as well. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow up report will be submitted.

Event description:
Information received complaint from indicates the following "the adhesive side of the wafers are pitted. This can vary from small to large spots of pitting and can be quite dense and is usually all over the wafer. Because of this pitting the wafers do not adhere particularly well or evenly on contact with the skin. Generally, I have had to try more than one wafer to get a secure and even fix. Also, where the wafer is heavily pitted and therefore has not adhered evenly I have experienced irritation of the skin. Also, I have noticed small indentations in the adhesive surface of the wafer I have received wafers that have a defined crease line running diagonally across the wafer. In the main this has been one or two in a box. The bag (flange) does not adhere/mould over the crease sufficiently well enough to provide an airtight seal. Consequently the whole appliance has to be changed. You will also see in addition to the crease that the front of the wafers are partially or completely rippled/wrinkled. Although minor rippling and does not cause a major problem I would like to know this is happening when sometimes they can be completely smooth."